Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and power supply testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed multiple "low battery/replace battery" messages. The battery used at the time of the event was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.